Event description:
It was reported that during the procedure, it was noticed the tmj joint was planned with the patient in an open bite which could result in damage of bone, tissue or structures, pain requiring surgery to prevent permanent impairment. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
After further investigation, it was determined the highest potential risk of this event is a s2, o3 event which, based off the risk matrix, is a non-reportable event. It was originally reported as a s3, o5 which according to the risk matrix, is a reportable event. A MDR was then filed; however, there were no adverse consequences for the patient, nor was there any indication that the product did not function as intended. Based on this as well as a review of the risk documentation and the MDR risk assessment matrix, the MDR # 3261287 will be void. If further information becomes available, the reportability decision will be re-visited.

Event description:
It was reported that during the procedure, it was noticed the tmj joint was planned with the patient in an open bite which could result in damage of bone, tissue or structures, pain requiring surgery to prevent permanent impairment. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.